Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues yesterday with her sensor. Customer stated that she could not calibrate the system because her blood glucose was changing too rapidly. Customer was advised of off label use at areas other than the abdomen. Customer just woke up and her blood glucose was 39 mg/dl. Customer stated that the indicator says that it is connecting to the sensor but the pump didn't warn her. Customer stated that she remembers an alarm but she didn't wake up until she was actually low. Customer also received a weak signal and a lost sensor alert. Customer discovered the sensor was off. Customer declined troubleshooting.